Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "infusion not completed. Stop button may have been pressed. Pump treatment information: n/a. Type of drug: n/a. Delay in therapy: yes. Need for medical intervention: no. Patient involvement: yes. Death / serious injury: no. Human harm: no."